Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The report stated that the upper soft limit was not triggered during programming resulting in a medication error. Additionally, it was reported that their library has an usl of 2 mg/hr but the nurse was able to program 12.5 mg/hr without an alert firing. It was also reported that nurse programmed it as 12.5 mg/hr instead of the ordered 0.5 mg/hr. It is not known if there was patient involvement or patient harm

Manufacturer narrative:
It is unknown if the physical sample is available however. The event/alarm log of the device was provided and is pending an evaluation.

Manufacturer narrative:
The device was not returned to the service center for evaluation and analysis. A 12-month service did not indicate a similar event. Research and development engineering was provided a copy of the pump clinical & diagnostic logs and were analyzed. Engineering evaluated that the pump operated correctly in both raising the limit alert and processing the nurse¿s limit override selection during programming. The probable cause of the customer report was customer confusion due to the absence of the limit alert from the mednet generated event/alarm log (eal) report. This absence was due to the programming occurring before the pump¿s communication engine ¿ce¿ had finished booting and, thus, was unable to record or send that event information to mednet. ICU medical customer service member reported that this was communicated to the customer and the customer is satisfied that the pump did operate correctly.